Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the ECG (electrocardiogram) and stylus were intermittent. No faults found with the ECG and stylus connections. Programmer passed functional and bench tests. Analysis found a tab on the power cord bay door was broken and the stylus tip was loose but it was still functional. Solder joints on the rf (radio frequency) head connector were cracked, however, it was still functional. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) and pen ports were working intermittently. The programmer was returned for repair. No patient complications have been reported as a result of this event.